Manufacturer narrative:
The results of this investigation concluded both leaflets were intact and properly inserted within the orifice. The leaflets opened and closed easily. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. Functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, an aortic valve replacement was performed and this 17 mm sjm regent heart valve was selected for implant. Per report, after implanting the valve, the leaflets were not opening properly and the valve was rotated and the leaflets were still not opening properly. The valve was then explanted and re-implanted, but the leaflets continued to not open and close properly. The valve was explanted and replaced with an 18 mm mechanical valve (model unknown). The procedure time was extended significantly. The patient was reported to be recovering and per report, there were no adverse consequences for the patient due to the prolonged procedure.